Event description:
A surgeon reports a broken haptic during intraocular lens (iol) implant surgery. Follow-up info indicates the incision was enlarged to facilitate removal and replacement of the iol with an anterior chamber lens and a vitrectomy was performed. The surgeon indicated the pt was hospitalized, but did not provide the duration of the pt's stay. The pt's uncorrected visual acuity has decreased from 20/40 to 20/200. No info was provided on the pt's best corrected visual acuity. The pt's outcome is still unk.